Manufacturer narrative:
A4 - weight: 59.3 kg. E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the pcb device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the calcified middle radial artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in an ultrasound-guided percutaneous venous balloon dilatation. During inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A4 - weight: 59.3 kg. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the calcified middle radial artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in an ultrasound-guided percutaneous venous balloon dilatation. During inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.